Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had surgery 1-2 years prior to the report and ever since they turned the implantable neurostimulator back on after surgery, they have noticed that the implantable neurostimulator turns off spontaneously on its own. The patient would feel stimulation turn off and then use then patient programmer to turn it back on, and then the implantable neurostimulator would turn off again. The battery voltage was 2.585 volts and the service life shows ok. The patient is programmed on 0+ 1- 3+. Impedances were checked at 3.0 volts and provided the following values: reference 0 - c-291, 1-552, 2-40k, 3-557 reference 1 - c-552, 0-557, 2-40k, 3-873 reference 2 - all over 40k reference 3 - c-557, 0-665, 1-873, 2-40k there were no messages or errors displayed on the clinician programmer upon interrogation, and the patient has not seen any on the patient programmer. No actions were taken to resolve the stimulation turning on/off on its own. The patient was sent home to monitor when this occurs. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the stimulator was explanted on sept 25th, 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.